Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards learned that a 21mm pericardial aortic valve was explanted after an implant duration of approximately seven (7) years and nineteen (19) days due to unknown reasons. The explanted device was replaced with a 21mm pericardial valve. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Device was not returned. The device was not returned to edwards for analysis. Without return of the device or additional information, we cannot determine the root cause of this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution.